Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 0267172. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, a physical sample could not be obtained for functional testing. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that 8 pegasus yel 24gax0.75in prn-qsytey nopvc leaked during use. The following was reported by the initial reporter: "after successful puncture, the nurse found blood leaking at the needle base, and removed the indwelling needle immediately".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 pegasus yel 24gax0.75in prn-qsytey nopvc leaked during use. The following was reported by the initial reporter: "after successful puncture, the nurse found blood leaking at the needle base, and removed the indwelling needle immediately".